Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6 h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that two suture pieces were received for analysis. Product code w295h. Upon visual inspection of the suture pieces, it was observed that one suture was frayed; while the other suture contains a knot. Besides that the ends were noted to be cut likely by a surgical instrument. Body fluids were found on the suture. A functional test was performed on one suture piece using a instron and the tensile force was above the minimum requirements. The instructions for use caution that care should be taken to avoid damage to the strand when handling, and to avoid the crushing or crimping action of surgical instruments such as needle holders and forceps. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional h11: did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? No. Event outcome/how was it managed? New one was opened. This was used successfully. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: product code: w295h product lot/batch: tebbtt tracking #: (B)(4). Received at cg labs on 11/21/2025. 1. Could you please clarify if extra device belongs to this complaint? 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. The extra device is the same lot number. I would say that this product doesn¿t belong to any complaint, please discard it.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, whilst using the prolene 2/0, the thread has frayed while using. No adverse patient consequences were reported. Additional information was requested.